Event description:
It was reported that the lead was explanted due to noise. Lead damage was suspected. During lead replacement an insulation anomaly observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the connector pin measuring 14.7cm was returned for analysis. External insulation abrasion was noted at 7.8-8.0cm from the connector pin, consistent with lead friction to the ICD can. The sensing coil was exposed at 7.8-7.9cm. This is consistent with the observation from the field of noise if the sensing coil were to come in contact with the ICD can.